Event description:
A report involving a mayfield modified skull clamp was described as follows: the surgeon placed the patients head within the mayfield modified skull clamp (a1059) at the beginning of a cervical laminectomy. The patient's position on the operating table was adjusted whilst "pinned" within the clamp. At this point the patient's head slipped from the skull clamp causing a laceration (approximately 5cms long and 0.5-1cm in depth) to the patient's scalp. The laceration required suturing. The event led to an increase of surgery time of 10 minutes. A stereotaxy device was not used as the event occurred at the beginning of the procedure. Mayfield a1047 skull pins were used during this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.